Event description:
It was reported that during a routine generator change out procedure, the physician noted the atrial lead exhibited loss of capture since 2011. While closing the pocket, the atrial lead also exhibited noise. The device was reprogrammed and the lead remained implanted. There were no patient complications during surgery.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.